Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, requiring the user to place the device on the charger to power the screen and then swipe to unlock, and that the issue persisted after software update and restarts; the affected device component was the switch. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with a key or button not working, traced to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.

Manufacturer narrative:
Initial.